Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels pain in the device area and chest when using the carelink monitor and when the device is tested at the clinic. The patient said he can feel it going off like small shocks. The device remains in use. No further patient complications have been reported as a result of this event.